Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube lip, broken battery tube threads, cracked display window corner, and protruded/loose drive support disk.

Event description:
It was reported that the customer that the insulin pump was dropped on the floor several times and the device had several cracks from the top left corner of the display toward the battery cap. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.